Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/23/2019.

Event description:
Customer states that the unit has air oxygen (o2) mixture failure. It is unknown if the unit was in clinical use at the time the reported issue was discovered. However, there was no report of harm to the patient or user.

Manufacturer narrative:
G4: 23sept2019 b4: 25sept2019 h11: this issue was inadvertently reported. Complaint determined not MDR reportable per the following rationale: the device was not in use and the failure was discovered during performance verification test, therefore unit will not be used on patient. There is no risk of patient harm because the unit would not be put into use on a patient if the unit fails any portion of the performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.